Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and battery packs sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation of the monitor, the capacitor was thermally damaged, and the component on the computer / analog (ca) board was open. In addition, upon evaluation of the battery packs, the fuse was open in both battery packs. The excessive current from capacitor in the monitor had caused the fuses to open. There was no death or adverse event associated with the monitor and battery malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's batteries would not power on a monitor.